Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine jaffé gen. 2 (creaj2) on a cobas 8000 c 702 module. The initial result was 1.8 mg/dl. On (B)(6)2024 the repeat result was 1.02 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The c702 module serial number was (B)(6). No issues were identified on the reaction monitor data. Calibration and qc were acceptable. During a review of the alarm trace data, frequent "reagent disk a temperature error" and sample-related error messages were observed. The hardware precision check data suggested issues with cell rinse functionality, sample pipetting, reagent pipetting, and an issue with the ultrasonic mixer. The field service engineer (fse) adjusted the rinse unit and decontaminated the probes. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The creaj2 reagent lot number was 75538101 with an expiration date of 31-jul-2025. The customer had no further issues after the service visit. The service actions resolved the issue.